Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported receiving a system error 2240 during dialysis therapy. The home patient (hp) contact baxter technical services and the technical service representative (tsr) advised the hp to close the clamps, end the current therapy and restart with all new supplies. The home choice (hc) was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported.